Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and was experiencing inadequate pain relief in patients left lower back. The patient underwent a revision procedure wherein the ipg was replaced and additional lead was added. The patient was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty charging the ipg and was experiencing inadequate pain relief in patients left lower back. The patient underwent a revision procedure wherein the ipg was replaced and additional lead was added. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.